Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the left ventricular (lv) lead was in high output mode. The patient presented in the emergency room of another facility after experiencing pounding in the chest. The pounding was resolved and the patient was discharged. Fluoroscopy revealed that the lv lead was pulled back into the superior vena cava. It was suspected that the pounding was caused by diaphragmatic stimulation from the high output on the lv lead. The lead was explanted and replaced with a competitive product. The patient was stable.